Event description:
Spiro on end of chemo IV tubing appeared to be functioning properly and was connected to patient. Rn visualized the connector spinning at set-up. Patient notified rn that tubing appeared to be leaking. Spiro was noted to be crooked in the end of the tubing. Chemo/saline solution got on arm rest of recliner chair.